Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 8 p.m. Antibiotic dose could not be administered due to an "upstream occlusion" error on the pump. Per reporter, there were large air bubbles in the tubing between the cassette and the medication bag. The patient missed one dose of the prescribed antibiotic. No adverse event was reported.

Manufacturer narrative:
No sample or pictures were received for evaluation for the complaint that the upstream occlusion error on the pump. No device history record was reviewed since lot number was not provided and the complaint could not be confirmed by investigation. A probable root cause cannot be determined.